Event description:
It was reported that the legs of the filter would not deploy when fully released. The dr twisted and turned the delivery system to release the legs and the filter jumped. The filter is covering the left renal vein. The dr removed the filter and placed a new one.